Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported problems with sensor. Customer is getting sensor error. The blood glucose reading is 140 mg/dl. Informed customer that sensor may need more time to stabilize. Customer stated that there has been several days that he did not wake up for work. Customer thinks he was in a diabetic coma. He has lost 4-6 days were he does not recall everything. Customer stated that his parents called the police to make sure that he is awake. Customer did miss work that day. Nothing further reported.